Event description:
During a standard dental treatment at tooth #30 the handpiece got hot and burned the pt on the right cheek to the size of about 3/4 inch. Pt was prescribed perioguard mouth rinse.

Manufacturer narrative:
The analysis of the product did show that the head of the handpiece had a dent in the head. This caused the back cap button to stick in and as a result the head to heat up. Also the bearings have been gritty. The dent is out of experience the result of a drop, e.g. During the reprocessing of the handpiece. The dent and the high temp cause also a stronger wear of the bearings. The user instruction requests a visual and functional test of the handpiece prior to each treatment to ensure that the product is running within specifications. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).